Event description:
The customer used the blood glucose device to check their glucose and obtained a reading of 157 mg/dl. They felt uncomfortable and then passed out 45 mins later. An ambulance was called and the emts checked pt's glucose and the level was 69 mg/dl. Pt was taken to the hosp and a lab result was 59 mg/dl. Pt was given orange juice and then later on fed lunch. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.